Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed that could cause leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® esr blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: when blood is collected, the needle of blood collection is pierced into the tube, and the blood flows out of the tube from the edge of the black lid, but does not enter the tube, resulting in a large amount of blood on the hands of the staff, which is easy to cause occupational exposure of the staff.